Event description:
A 5 mm port was placed in the subxiphoid position. Two 5mm ports were placed along the right side of the abdomen. An additional 5 mm port was placed in the left mid abdomen to be used for a liver retractor. A 5mm clip applier would not hold onto tissue properly, clip applier was misfiring. The malfunctioning clip applier removed from field and replaced with another 5mm clip applier.due to the difficult anatomy and concerns about ductal anomalies and possible common duct stone, I placed a 15 round j-vac drain into the gallbladder bed and brought it out through one of the lateral port sites. Ports were then removed under direct vision and there was no evidence of any bleeding from the port sites.